Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted during an unspecified procedure performed on (B)(6) 2025. During the procedure, it was not possible for the stent to be set on the implanting guidewire because the pigtail tip was kinked. The procedure was completed using another of the same device. There was no patient complications reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent kinked.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent kinked. Block h11: an advanix pancreatic stent was returned for analysis. Visual inspection could not evidence damages. However, under microscope inspection the stent was observed kinked, and two of the stent holes were observed damaged. Product analysis confirmed the reported event of stent kink. During microscopic inspection it was observed that the stent was kinked and two of the stent holes were damaged. The investigation concluded that the reported event and additional observed damages were most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Taking all available information into consideration, the investigation concluded that the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted during an unspecified procedure performed on (B)(6) 2025. During the procedure, it was not possible for the stent to be set on the implanting guidewire because the pigtail tip was kinked. The procedure was completed using another of the same device. There was no patient complications reported as a result of the event.